Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. The device was programmed with correct time and date. It was monitored for 3 days with a 2.0 u/hour basal rate. Several bolus were programmed and delivered during this period. All bolus / basal profiles delivered the indicated amounts. All bolus / basal profiles delivered were properly recorded at the bolus, basal and daily total history screens. No unexpected bolus / basal anomalies or history anomalies were noted.

Event description:
No blood glucose levels reported. It was reported that the insulin pump had a crack around the battery cap. It was also reported that the insulin pump was not delivering insulin. It was reported that the customer was trying to fill the reservoir of the insulin pump but was unable to do so. No additional information was provided.

Manufacturer narrative:
The insulin pump passed the functional testing, including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. The insulin pump was received with cracked battery tube threads.